Event description:
During a coronary stenting procedure, the physician was attempting to deliver the stent and the catheter bent. The hypotube broke and the entire stent delivery system was removed. There was no reported patient injury.